Manufacturer narrative:
MFR's report date: 12/01/2010. (B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. The product was discarded at the customer site. Lot number was not identified. No investigation could be done.

Event description:
Customer reported leak was coming from smartsite cap connection with texium cap as well as with connection to hickman line. User went into pt room to do vascular access device (vad) site care and noted yellow liquid, methotrexate, on the pt's bedding. No pt harm reported. No add'l info was available.